Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.3, lab: 2.3. Date: (B)(6) 2011, inratio: 2.3, lab: 2.3. No changes in diet or medications reported. Pt therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.